Event description:
The customer contacted stryker to report that their device did not recognize the patient through the defibrillation electrodes. As a result, defibrillation therapy may have been delayed or unavailable, if needed. A second device was successfully used. The customer advised the electrodes that did not work were disposed of. There were no reports of any adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
Stryker evaluated the customers device and was unable to duplicate the reported issue but was able to verify the reported issue was logged in the device¿s memory. A review of the device log showed there was a significant drop in the impedance measurement between the apex and sternum pads in the resistive portion of the measurement after the device was turned on in AED mode. This resistance drop is suggestive of the pads being placed on a patient, but not making good contact with the skin. This has been observed when the clear plastic film is still attached to one of the pads. Since the used electrode tray was not returned with the device, the cause of the reported issue could not be conclusively determined. The customer has received a replacement device. The returned device was archived by stryker. Stryker contacted the customer to request additional information on the patient. The customer informed stryker that no further patient information is available. Patient fields in which information is not provided were intentionally left blank